Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's symptom control had not been the same since replacement. He had shocking on the left side. An impedance test was run and it showed contact 10 was high. Reprogrammings were done but the issue was not resolved. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the account lost the explanted devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 3387s-40 lot# va0t2ur, implanted: (B)(6) 2015, product type lead. Product ID 3708660, serial# (B)(6), product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the physician needed to return extension for analysis. A mailer kit was ordered.

Event description:
Additional information was received. The patient reported they went to the ER on (B)(6) 2019 due to stroke-like symptoms. It was reported the patient had concerns if the issue would have long term effects, although he stated his doctor told him "it shouldn't be a problem." It was also noted that both leads were corroded and the entire system was replaced.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID; 3387s-40; lot#: va0t2ur; implanted: on (B)(6) 2015; explanted: on (B)(6) 2020; product type: lead; product ID: 3387s-40; lot#: va0fqv4; implanted: on (B)(6) 2014; explanted: on (B)(6) 2020; product type: lead; product ID: 3708660; lot#serial#: (B)(6); implanted: on (B)(6) 2015; explanted: on (B)(6) 2020; product type: extension; product ID: 3708660; lot#serial#: (B)(6); implanted: on (B)(6) 2015; explanted: on (B)(6) 2020; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported on (B)(6) 2020 the patient underwent a revision with I ntra-operative testing due to a loss of therapy with the right neurostimulator along with intermittent shocking in the left upper extremity. Due to the shocking the right sided system had been turned off. Intra-operative findings determined there were corrosion of the right lead at the connection site. (B)(6) 2020 the patient had surgery due to lead corrosion at the extension cable connection site resulting in replacement of the entire system. Pre-operative imaging also showed the right electrode in the right frontal area showed worn out insulation with an exposed wire. During surgery it was noted there was scar tissue around the leads. Intra-operative impedance testing was performed with normal results. On (B)(6) 2020 the patient underwent another surgical procedure due to some movement of the lead resulting in revision and securing it tighter.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, lot# va0t2ur, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the rep on 2020-jul-07 requesting more info from the physician. The cause at this point is unknown and the surgery date is unknown. Additional information was received on 2020-jul-10 reporting that the surgery was scheduled for (B)(6) 2020. Additional information was received from a manufacturer representative (rep) on 2020-jul-19 reporting the physician explored the system in surgery on friday. There was a break in the right lead about centimeter from the most proximal contact. There were some damage or deterioration of the silicone sheath. The physician explained that it looked "corroded". The physician asked about what is known about how delivering current through a lead with a known impedance problem for many years might affect the wiring. They left both the lead and extension in the body, but both are capped. No stimulation is being delivered to that side.

Manufacturer narrative:
Product ID: 3387s-40, lot# va0t2ur, implanted: (B)(6) 2015, product type: lead; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Serial number of extension was provided.